Event description:
The pt reportedly developed an infection and edema at the implant site. A procedure was performed to resect and clean the dead skin area, and remove the granulation tissue. The pt was also treated with antibiotics (ceftriaxone). The pt was explanted. The pt was implanted in the contralateral ear.